Event description:
One of the needles broke off and stayed in the skin [needle issue] case description: this serious spontaneous case from (B)(6) was reported by a diabetes nurse specialist as "one of the needles broke off and stayed in the skin" with an unspecified onset date, and concerned an adult female patient (in her early fifties) who used novotwist 5 mm (32g) (needle) from an unknown date as device therapy. Patient's height, weight and bmi: not reported. Medical history was not provided. It was reported that patient used novotwist 5 mm (32g) prescribed by her gp (general practitioner). The patient had already used the novotwist 5 mm (32g) needles in the past. The patient changed the needle after 3 or 4 times of use. No special particularities concerning injection (no nodules) were reported. On an unknown date, one of the needles broke off and stayed in the skin. The patient needed help to remove the part in the skin. Broken needle was removed by gp on an unknown date. The patient will bring the broken part of needle to the diabetes educator. The needle which had broken off was not a new needle. The patient did not exercise more or less pression than the previous injections. Upon follow up, it was reported that patient's husband works in diabetes department of hospital. Action taken to novotwist 5 mm (32g) was reported as product discontinued. The patient no longer uses novotwist 5 mm (32g) needles. The outcome for the event "one of the needles broke off and stayed in the skin" was unknown.